Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-nov-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The results of the investigation for the reportable malfunctions are as follows: 1. The inside of the lg-lens was dirty: the device had evidence of physical stress on the distal end and leakage. Therefore, it is likely physical stress made a gap at light guide lens glue. Dirt entered from there. Moisture invaded the device from the leaking point, which corroded components inside the lens. Corrosion product was left as dirt. 2. Foreign material remained in the biopsy channel: it is likely the facility's reprocessing method differed from the instructions for use or the facility staff was less trained in reprocessing and/or device handling. 3. Foreign material adhered to the forceps elevator: leakage was detected during the leakage test at the facility. Reprocessing has not been performed thereafter. It is likely the facility's reprocessing method differed from the instructions for use or the facility staff was less trained in reprocessing and/or device handling. The instructions for use include the following verbiage regarding infection-control risk caused by insufficient reprocessed device: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ additionally, dirt inside the light guide lens was detectable by device handling in accordance with the following instructions for use: - "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." - "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to, a plastic distal end cover leak and damaged, mouthpiece pin loosened and leaking, light guide cover lens has sharp edge, chipped and discoloration, charged coupled device is chipped and white clouded, bending section cover chipped, connecting tube and universal cord buckles, grip unit and right left knob is broken, scope body damaged, scope cover and up down knob cracked, mouthpiece corroded, front knob, air/water and suction cylinder nut paint is peeling off, biopsy knob and switch box unit scratched, connector unit corroded and contact pin is dirty, seat holder unit is corroded, light guide cover glass detached, bending tube has movement, insertion part pipe is stretched and third party valves were used. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus evis exera ii duodenovideoscope for maintenance. Upon inspection and testing of the returned device, it was observed that there was foreign material on the groove or gap of the distal end, inside the biopsy channel and on the forceps raiser. The foreign material could not be removed from the device which occurs from insufficient or incorrect reprocessing of the scope. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.